Event description:
The customer reported the ventilator was alarming and was not working. The customer reported the device was in use on a patient and there was no patient harm. The manufacturer's field service engineer reported the device diagnostic history indicated a ventilator restart occurrence. The service engineer evaluated the unit and was unable to duplicate the reported problem. The unit passed applicable testing to operating specifications.